Event description:
Event verbatim [preferred term] that the upper part of the aluminum bag was glued to the paper bag. [Device issue] , . Case narrative:this case was previously assessed as invalid due to no adverse event (product complaint only). Upon reassessment of the follow-up information received on (B)(6) 2019, this case was considered to be a valid malfunction report. This is a spontaneous report from a contactable nurse. On (B)(6) 2019, this nurse tried to open an aluminum foil package of absorbable gelatin sponge (gelfoam) with product lot number kh506, expiry date 31mar2021. She was unable to open it. The nurse checked the sponge, and found that the upper part of the aluminum bag was glued to the paper bag. On (B)(6) 2019, the product quality compliant group provided the following investigator summary: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Customer complaint: a nurse found that the aluminum envelope and paper envelope was welded together in upper part. Scope: the scope of this investigation included the finished goods gelfoam batch, kh506, and 'foil batch 2000790280.' The batch records and acceptable appearance of the retained samples confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Returned product examination: the pfizer site received a returned complaint sample for examination. A product carton, a product insert, a foil pouch labeled with batch kh506, exp. 2021-03, a paper peel pouch, labeled the same, and an inner envelope, containing product, were received. Damage to the foil and paper pouches was present. The top of the foil pouch and been removed, and delamination of the paper at the top of the paper envelope indicated that the top of the paper peel pouch had been sealed into the top of the foil pouch during packaging. Additionally, the site received photographs for examination. The photographs show product cartons, a product insert, a foil pouch labeled with batch kh506, exp. 2021-03, and the back of a paper peel pouch labeled the same, and damage to the foil envelope. It is apparent from the photographs that the top of the paper peel pouch had been sealed into the top of the foil pouch during packaging. Reference sample examination: complete - acceptable. Pfizer site operations examined three retained reference cartons, labeled gelfoam, batch kh506, exp 2021-03. Each carton contained one foil pouch, labeled the same. Each foil pouch was sealed and intact with no defects. One foil pouch opened as a part of this investigation. The opened foil pouch contained one paper peel pouch, labeled gelfoam, lot kh506, exp 2021-03, which was removed without issue. The peel pouch was properly sealed, and the paper of the envelope was not welded into the top seal of the foil pouch. No quality defects were observed. Packaging records: complete - acceptable. The packaging records associated with the reported lot were reviewed and found to be acceptable. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable. Packaging material inspection: complete - acceptable. The foil batch was released as acceptable prior to production. Medical device report review: complete - acceptable. Batch history report: complete - acceptable. The results of all tests and inspections met required specifications prior to release for distribution on 08-sep-2016. Batch specific trend review: complete - acceptable. The batch history for gelfoam batch kh506 with complaint classification 'container' has been evaluated for potential trends. As of (B)(6) 2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as absorbable material-foam has been reviewed. The following parameters were used: product category: absorbable material- form; time period: (B)(6)2016 - (B)(6) 2019; medical device component trend review: complete - acceptable. A review of complaints received with the complaint classification container was performed for all batches manufactured with the same foil envelope (rcn 2000790280) as a part of this investigation. A total of one complaint has been received for this classification related to product manufactured with the involved foil batch. No component specific trend was identified. Root cause: pfizer site quality operations could not determine a probable root cause for the reported complaint related to the production process of the reported batch. Examination of the complaint sample photographs confirmed the reported malfunction; however, all reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Corrective action: pfizer site quality operations and production have been notified with the details of the reported complaint. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Ouality of batch: acceptable. The worst case severity could not be determined through a review of the device risk file for the product; therefore, a severity level of s5 for the reported malfunction was assigned, and the details of the reported complaint were forwarded to pfizer safety for evaluation of regulatory reportability. Based upon the results of this investigation, the site concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer site is not required. On (B)(6) 2020 and on (B)(6) 2020, the product quality complaint group reported the following: description of complaint: a nurse found that the aluminum envelope and paper envelope was welded together in upper part. The product description was gelfoam sterile sponge (size 100 x 1). There was a reasonable suggestion of a malfunction with severity of harm of s3. Lot number kh506 with batch expiry date of 30mar2021. Failure mode unknown. Related batch was n71134. Root cause: the pfizer quality operations determined the root cause for the reported complaint to be human performance through qar 2707130. The most likely root cause for this event was that an operator did not place the envelope far enough into the foil pouch, causing it to become entrapped in the seal during the heat sealing process. Examination of the complaint sample photographs confirmed the reported malfunction; however, all reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Quality of batch: acceptable. The worst case severity determined through a review of the device risk file for the product was unknown; therefore, the details of the reported complaint were forwarded to pfizer safety for evaluation of regulatory reportability. Since closure of the original investigation, a version update was made to the ha, and a second review was performed. This review determined the hazard/hazardous situation to be h10-03/device not suitable for application, with a worst case severity of s3. The details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. There was indication that the device failed to meet a specification, and qar 2707130 was completed as a result. Based upon the results of this investigation, the site concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer site is not required. Note: this investigation, initially approved on (B)(6) 2019, was amended upon completion of a quality assurance report (qar). The addition of this information did not change the initial assessment of this batch and this batch remains acceptable. A new version of the ha has been instituted since approval of this complaint, resulting in a change to a severity of s3, which is documented. The complaint was previously escalated to safety within the required timeframe for evaluation of reportability; therefore, there is no quality impact. Additional escalation is not required. Follow-up ((B)(6) 2020 and (B)(6) 2020): new information reported from the product quality complaints group includes: investigation details and results, severity harm updated from s5 to s3. Company clinical evaluation comment: the reported event "the upper part of the aluminum bag was glued to the paper bag" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. Pfizer site quality operations could not determine a probable root cause for the reported complaint related to the production process of the reported batch. Examination of the complaint sample photographs confirmed the reported malfunction; however, all reviewed retained reference samples were acceptable in appearance, and no defects were observed. Based upon the results of this investigation, the site concludes that there is no impact to the quality of the batch, and the batch remains acceptable. No follow up attempts are needed. No further information is expected., comment: the reported event "the upper part of the aluminum bag was glued to the paper bag" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. Pfizer site quality operations could not determine a probable root cause for the reported complaint related to the production process of the reported batch. Examination of the complaint sample photographs confirmed the reported malfunction; however, all reviewed retained reference samples were acceptable in appearance, and no defects were observed. Based upon the results of this investigation, the site concludes that there is no impact to the quality of the batch, and the batch remains acceptable.

Manufacturer narrative:
The product quality compliant group provided the following: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Customer complaint: a nurse found that the aluminum envelope and paper envelope was welded together in upper part. Scope: the scope of this investigation included the finished goods gelfoam batch, kh506, and foil batch 2000790280. The batch records and acceptable appearance of the retained samples confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Returned product examination: the pfizer site received a returned complaint sample for examination. A product carton, a product insert, a foil pouch labeled with batch kh506, exp. 2021-03, a paper peel pouch, labeled the same, and an inner envelope, containing product, were received. Damage to the foil and paper pouches was present. The top of the foil pouch and been removed, and delamination of the paper at the top of the paper envelope indicated that that the top of the paper peel pouch had been sealed into the top of the foil pouch during packaging. Additionally, the site received photographs for examination. The photographs show product cartons, a product insert, a foil pouch labeled with batch kh506, exp. 2021-03, and the back of a paper peel pouch labeled the same, and damage to the foil envelop. Itis apparent from the photographs that the top of the paper peel pouch had been sealed into the top of the foil pouch during packaging. Reference sample examination: complete - acceptable. Pfizer site operations examined three retained reference cartons, labeled gelfoam, batch kh506, exp 2021-03. Each carton contained one foil pouch, labeled the same. Each foil pouch was sealed and intact with no defects. One foil pouch opened as a part of this investigation. The opened foil pouch contained one.

Manufacturer narrative:
The product quality compliant group provided the following: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Customer complaint: a nurse found that the aluminum envelope and paper envelope was welded together in upper part. Scope: the scope of this investigation included the finished goods gelfoam batch, kh506, and foil batch 2000790280. The batch records and acceptable appearance of the retained samples confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Returned product examination: the pfizer site received a returned complaint sample for examination. A product carton, a product insert, a foil pouch labeled with batch kh506, exp. 2021-03, a paper peel pouch, labeled the same, and an inner envelope, containing product, were received. Damage to the foil and paper pouches was present. The top of the foil pouch and been removed, and delamination of the paper at the top of the paper envelope indicated that the top of the paper peel pouch had been sealed into the top of the foil pouch during packaging. Additionally, the site received photographs for examination. The photographs show product cartons, a product insert, a foil pouch labeled with batch kh506, exp. 2021-03, and the back of a paper peel pouch labeled the same, and damage to the foil envelop. Itis apparent from the photographs that the top of the paper peel pouch had been sealed into the top of the foil pouch during packaging. Reference sample examination: complete - acceptable. Pfizer site operations examined three retained reference cartons, labeled gelfoam, batch kh506, exp 2021-03. Each carton contained one foil pouch, labeled the same. Each foil pouch was sealed and intact with no defects. One foil pouch opened as a part of this investigation. The opened foil pouch contained one.

Event description:
That the upper part of the aluminum bag was glued to the paper bag. [Device issue]. Case narrative: this case was previously assessed as invalid due to no adverse event (product complaint only). Upon reassessment of the follow-up information received on 27may2019, this case was considered to be a valid malfunction report. This is a spontaneous report from a contactable nurse. On (B)(6) 2019, this nurse tried to open an aluminum foil package of absorbable gelatin sponge (gelfoam) with lot number kh506 and expiry date 31mar2021. She was unable to open it. The nurse checked the sponge, and found that the upper part of the aluminum bag was glued to the paper bag. On (B)(6) 2019, the product quality compliant group provided the following investigator summary: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Customer complaint: a nurse found that the aluminum envelope and paper envelope was welded together in upper part. Scope: the scope of this investigation included the finished goods gelfoam batch, kh506, and foil batch (B)(4). The batch records and acceptable appearance of the retained samples confirmed that there were no issues which may have resulted in a complaint of this nature. Based on the results of this investigation the scope does not need to be increased. Returned product examination: the pfizer site received a returned complaint sample for examination. A product carton, a product insert, a foil pouch labeled with batch kh506, exp. 2021-03, a paper peel pouch, labeled the same, and an inner envelope, containing product, were received. Damage to the foil and paper pouches was present. The top of the foil pouch and been removed, and delamination of the paper at the top of the paper envelope indicated that the top of the paper peel pouch had been sealed into the top of the foil pouch during packaging. Additionally, the site received photographs for examination. The photographs show product cartons, a product insert, a foil pouch labeled with batch kh506, exp. 2021-03, and the back of a paper peel pouch labeled the same, and damage to the foil envelop. Itis apparent from the photographs that the top of the paper peel pouch had been sealed into the top of the foil pouch during packaging. Reference sample examination: complete - acceptable. Pfizer site operations examined three retained reference cartons, labeled gelfoam, batch kh506, exp 2021-03. Each carton contained one foil pouch, labeled the same. Each foil pouch was sealed and intact with no defects. One foil pouch opened as a part of this investigation. The opened foil pouch contained one paper peel pouch, labeled gelfoam, lot kh506, exp 2021-03, which was removed without issue. The peel pouch was properly sealed, and the paper of the envelope was not welded into the top seal of the foil pouch. No quality defects were observed. Packaging records: complete - acceptable. The packaging records associated with the reported lot were reviewed and found to be acceptable. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable. Packaging material inspection: complete - acceptable. The foil batch was released as acceptable prior to production. Medical device report review: complete - acceptable. Batch history report: complete - acceptable. The results of all tests and inspections met required specifications prior to release for distribution on 08-sep-2016. Batch specific trend review: complete - acceptable. The batch history for gelfoam batch kh506 with complaint classification 'container' has been evaluated for potential trends. As of 21may2019, a total of one complaint has been received for this batch number and classification. No batch specific trend was identified. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as absorbable material-foam has been reviewed. The following parameters were used: product category: absorbable material- form; time period: (B)(6) 2016 - (B)(6) 2019; medical device component trend review: complete - acceptable. A review of complaints received with the complaint classification container was performed for all batches manufactured with the same foil envelope (rcn (B)(4)) as a part of this investigation. A total of one complaint has been received for this classification related to product manufactured with the involved foil batch. No component specific trend was identified. Root cause: pfizer site quality operations could not determine a probable root cause for the reported complaint related to the production process of the reported batch. Examination of the complaint sample photographs confirmed the reported malfunction; however, all reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Corrective action: pfizer site quality operations and production have been notified with the details of the reported complaint. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Quality of batch: acceptable. The worst case severity could not be determined through a review of the device risk file for the product; therefore, a severity level of s5 for the reported malfunction was assigned, and the details of the reported complaint were forwarded to pfizer safety for evaluation of regulatory reportability. Based upon the results of this investigation, the site concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer site is not required. Case comment: the reported event " the upper part of the aluminum bag was glued to the paper bag" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. Pfizer site quality operations could not determine a probable root cause for the reported complaint related to the production process of the reported batch. Examination of the complaint sample photographs confirmed the reported malfunction; however, all reviewed retained reference samples were acceptable in appearance, and no defects were observed. Based upon the results of this investigation, the site concludes that there is no impact to the quality of the batch, and the batch remains acceptable. The review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The worst case severity could not be determined through a review of the device risk file for the product; therefore, a severity level of s5 for the reported malfunction was assigned., comment: the reported event " the upper part of the aluminum bag was glued to the paper bag" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. Pfizer site quality operations could not determine a probable root cause for the reported complaint related to the production process of the reported batch. Examination of the complaint sample photographs confirmed the reported malfunction; however, all reviewed retained reference samples were acceptable in appearance, and no defects were observed. Based upon the results of this investigation, the site concludes that there is no impact to the quality of the batch, and the batch remains acceptable. The review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The worst case severity could not be determined through a review of the device risk file for the product; therefore, a severity level of s5 for the reported malfunction was assigned.